Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the instructions of the unit were hard to understand. Because the customer had a hard time to figure out connection of the shorter tube to the machine.

Event description:
It was reported that the instructions with the unit were hard to understand because the customer had a hard time figuring out how the shorter tubing should be connected to the machine.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions; missing instructions; vendor/printer error ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick¿ urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93% of pure vitamin c (ascorbic acid) is recommended. If using the privacy cover (j), slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid." And IFU also contains the picture with port connections. " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.